Event description:
A customer reported observing biased phenytion results using three qc fluids. Results of this magnitude may result in inapprorpriate physician action. There was no report of pt harm as a result of this event.